Manufacturer narrative:
Upon investigation, it has been determined that the reported event has no patient injury reported on this complaint and has not previously caused a serious injury.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that expired product was used during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total hip arthroplasty utilizing competitor implants, the patient's femur fractured. Therefore, the surgeon implanted a cable to address the fracture. It was noted that the cable was expired; however, the surgeon continued to implant the product. No additional patient consequences were reported.